Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable na results for 2 patient samples on a cobas pro ise module. Sample 1: the initial result was 152 mmol/l. The repeated result was 142 mmol/l. Sample 2: on (B)(6) 2024 the initial result was 150 mmol/l. The repeated result was 138 mmol/l. The repeated results were obtained on another analyzer. The repeated results were believed to be correct.

Manufacturer narrative:
The field service engineer replaced the sample probe. The investigation could not identify a product problem. The cause of the event could not be determined.